Event description:
It was reported a patient's atrial lead presented with oversensing noise and inappropriate mode switching. The lead was explanted and replaced in a procedure on (B)(6) 2022. When the lead was explanted an insulation breach was also noted. Post-procedure the patient was stable.